Event description:
It fell apart and opened- tampon [device breakage] case narrative: relative reported via phone that the tampon fell apart and opened. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation